Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced occlusion alerts on an ilet system using a teflon infusion set with fiasp, after which blood glucose rose to approximately 305 mg/dl and subsequently returned to range following a supply change. The issue was characterized as obstruction of flow associated with the connector/coupler, and replacement supplies were arranged. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no long-term health consequences or impact. Investigation included communication with the user, a review of information provided by the user, and a dry run that completed successfully. Investigation of this case revealed findings consistent with a deformation problem contributing to an obstruction of insulin delivery at the connector/coupler. The device functioned during the dry run after tubing replacement and supply change, and the user reported routine site rotation. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.